Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer went swimming while still connected to the pump and now the pump will no longer turn on. Contact stated that they plugged the pump into a power source and the pump was able to be turned on again, but shut down shortly after at 30% battery life. The pump was plugged back into a power source and the pump turned on and the touchscreen was unresponsive to presses. Customer's blood glucose level was not impacted. It was indicated that the customer will obtain a back up method for continued insulin therapy.